Event description:
Analysis of the returned device found that the subject coil broke/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, the coil delivery wire was found to be kinked/bent and the main coil was found to be broken/fractured. Functional inspection could not be performed as the main coil was not returned. The reported event of coil in catheter friction was not confirmed during analysis; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed and the coil delivery wire was found to be kinked/bent. On inspection, the main coil was found to be broken/fractured from the coil delivery wire and not returned. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction' as well as the as analyzed 'coil delivery wire kinked/bent' and 'main coil broken/fractured during use' as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.